Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. On 11/25/2016 - diagnostic performed, isolated stand alone board did not function. Standalone board to be replaced. On 12/9/2016 - isolated stand alone board replaced and inductor in terminal ts3 was not properly seated. Inductor plugged in properly and system boot-up properly. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was unable to advance past the message "initializing, please wait". There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The standalone board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Standalone pcb passed bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds are functioning as normal and fans are operating correctly. Relay passed bench testing. The reported event could not be duplicated by medtronic personnel. The interface control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Verified all jumpers were in the correct locations and installed interface control board in imaging system 267. The system readied and both 2d and 3d imaging were as expected. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The standalone pcb board was returned to the manufacturer for analysis. The board passed bench testing, all ac / dc voltages were present, 110vac and the 380vdc, 15vdc, fans came on and all leds were lit. The relay passed. The varistor and fuses were not returned. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.